Event description:
It was reported that during equipment testing conducted at the user facility the handle of the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Worn components were discovered throughout the device, including spindle housing, bearings, bearing stop and nose cone. Worn components area probable cause of overheating.